Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing ¿call your doctor¿ icon. It was noted that there was an out of regulation (oor) condition. It was noted that the patient was trying to connect to his implantable neurostimulator (ins) to increase stimulation on the day of report and saw oor. Additional information received reported that group e now discharged the battery in 24-30 hours and that the patient has seen oor on his patient programmer numerous times. It was noted that impedances were tested and both electrodes on all groups are in normal range and reasonably settings. It was noted that e2 was eliminated as the minor change to e1 was giving very good coverage. It was noted that stimulation helped his leg pain 80-90 percent and that the patient was a very happy customer. It was noted that reprogramming and impedance testing was done as a result of this event. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that no symptoms or complications were associated with this event. Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).